Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod for an unspecified duration of time. The patient reported their bg levels were so high that their bg meter could not read how high they were. Reported symptoms were not provided. The patient reported that they have gone back to manual injections of lispro and toujeo. The patient was released the following day. The pod was removed at the hospital. Multiple good faith attempts were made, but no additional information was received.